Event description:
During the course of their operative procedure, it was noted that contamination from the right pole had contaminated the operative field, specifically the implant that was chosen to be placed in their neck.